Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the surgeon fired 2 black 60 reloads and 2 purple 60 reloads with the powered idrive stapler without incident. They loaded on a 60mm purple for the 5th firing and it did not fire. The stapler just stopped. They tried with a different handle and the same thing happened. They fired a new reload with the same thing happened. They fired a new reload with the same gun and it fired. New reload was used. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating time. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no related extended hospital stay. No device fragment or component fell into the patient cavity. No device fragment or component was left in the patient. Peristrip reinforcement material was used.

Manufacturer narrative:
(B)(4).